Event description:
It was reported a pt had a cardiac catheterization procedure and an angio-seal was selected for closure. Four days later, the pt returned to the hosp with leg pain. The pt was re-cathed to access the cause of the pain. It was determined that a piece of anchor was present at the puncture site occluding the artery. A stent was placed to the arterial site to establish blood flow. Additional info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.